Manufacturer narrative:
Complaint (B)(4): no samples were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No material numbers were provided by the customer. No batch numbers were provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined.

Event description:
"Customer states end users have a difficult time filling the blue tops to the fill level. It is causing multiple sticks for patients and also delavinq care."